Event description:
It was reported to philips that the device's battery cannot charge. There was no patient involvement.

Event description:
It was reported to philips that the device's battery cannot charge and has a general system error. There was no patient involvement.